Event description:
The surgeon reports the pt's vision was 20/20-2 following intraocular lens implantation, however the pt was unhappy with her outcome. The surgeon explanted the lens in 2002 and implanted another lens.

Event description:
A surgeon reported that following implantation of an intraocular lens, she noted central opacity with fine lines on the anterior surface of the optic. She felt the lens became damaged in the cartridge of the iol delivery system. The lens remains implanted. The patient complains of glare.